Event description:
It was reported that this right atrial (ra) lead was explanted due to high pacing thresholds. A new lead was implanted. No additional adverse patient effects were reported. The lead will not be returned for analysis.